Event description:
Event description guidant received information that this pacemaker had loss of capture in both chambers. A revision procedure was performed and the clinician noted that the seal plugs of the both distal setscrews were missing and the setscrews were discolored. The atrial setscrews appeared to be raised. The device was explanted, replaced, and is being returned for analysis.